Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a syncopal episode and presented to the hospital. An interrogation was to be performed. The local boston scientific field representative did not have any further information regarding this event. The device remains in service. There were no additional adverse patient effects reported.